Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that there was very little data in the save-to-disk file.

Event description:
It was reported that overnight following implant of the right ventricular (rv) lead the patient was missing beats. On interrogation the capture thresholds had risen and were high. Outputs were reprogrammed, however failure to capture was still occurring frequently. It was noted that the patient had their arms above their head for an unspecified period. Micro-dislodgement was suspected. The lead was removed from the his bundle and replaced by a lead to the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.